Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.  Vascular access was obtained via femoral artery. The totally occluded, 3.5mmx30/12mm, eccentric, with a <= 45 degree bend target lesion was located in the severely calcified and severely tortuous ostial to mid left anterior descending (lad) artery. A 2.50mm x 12mm maverick²¿ balloon catheter was advanced for dilatation, however, resistance was noted and the device was unable to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of the maverick 2 balloon catheter. A portion of the hypotube, the midshaft, distal shaft, balloon, markerbands, and tip were not returned for product analysis. Microscopic examination revealed a complete hypotube separation 82cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the returned portion of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).